Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received unexplained no delivery alert. Customer also report cracks in casing and insulin squirting during priming. The customer¿s blood glucose was unknown. Troubleshooting was not performed for no delivery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing. Device had cracked lcd window, cracked case at display window corners. (B)(4).